Event description:
It was reported that when using the bd pyxis¿ medbank tower, unable to issue medication due to the rxverify request being rejected. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user had requested an incorrect quantity. The technical support specialist investigated and confirmed that the request had not expired. The tss informed the customer that user needed to contact the pharmacy to correct the quantity and get it approved so the medication could be pulled. After reviewing the transactions, the request status was updated to approved, and the customer successfully issued the medication. The issue was resolved. The system functioned as intended after the technical support specialist investigated the issue.